Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap roux en y, pre-procedure, the inner diameter of both these trocars were very tight and a 5mm grasper was unable to pass through. Another trocar was used to complete the case.